Manufacturer narrative:
This product is not available for return at this time.

Event description:
It was reported that the patient developed a hematoma as a result of the implant procedure. A subsequent procedure was planned for hematoma evacuation, however the product was explanted due to pain, discomfort, and this hematoma. No additional adverse patient effects were reported.